Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 68mm abdominal aortic aneurysm. It was reported that when the patient returned for follow up on approximately four years and three months later a type iiib endoleak was suspected form the main stent graft body. However, a type ii endoleak was confirmed during the intervention procedure from a lumbar artery via the right internal iliac artery. As CT angiography before the procedure showed that there was a suspected to be type ia or type iiib from the same site, the stent graft cuff etcf2525c49ej was implanted. Angiography after procedure showed no evidence of an endoleak. It was also reported that during the procedure when the etcf2525c49ej device was removed, the spindle was caught in the proximal region of supra-renal stent of etbf2516c145ej. An attempt was made to advance the delivery system while applying torque, but the spindle did not detach from proximal region of supra-renal stent. Therefore, the wire was changed to a stiffer lunderquist wire and then the delivery system was advanced proximally while torque was applied, and the spindle detached from proximal region of supra-renal stent. However, due to a slight forcible push, etcf2525c49ej (v08210614) migrated proximally and covered the left renal artery. As cannulation was performed from the left brachial artery to the left renal artery a bare stent could be implanted, however patency of the renal artery was noted and there was no problem with flow during angiography. As per the physician, the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.